Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has recorded historic low p and r waves. There was also over sensed noisy signals recorded on shock and right atrial lead channels where beats are also blanked. The shock and pace/sense impedances have been stable. There was ventricular tachycardia that terminated on its own. Several programming options were discussed and the physician stated they would continue to monitor as impedances remain stable and threshold was not an issue. The ICD remains in service. No adverse patient effects were reported.